Event description:
It was reported by service report that the scale was not accurate, the power cord was damaged, and the siderail would not lock in the upright position. No patient involve nt or adverse consequences are reported.

Manufacturer narrative:
Load cell. Bent pin in siderail mechanism.